Manufacturer narrative:
(B)(4). There was no patient contact reported. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the lines were noticed on the lens during handling, but prior to insertion. Additional information confirmed that the lines on the lens were not the rings inherent in this lens model. They were other lines. No further information was provided.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. Visual inspection using a microscope at 12x magnification showed the lens can be identified as tecnis multifocal acrylic one-piece lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. The lens was contaminated, dust particles were present. This was expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. The lens was cleaned using 2% liquinox, purified water and a swab. After cleaning the lens was inspected again using 12x magnification by a qualified final inspection operator. It can be seen the posterior side of the lens was fractured. Lathe lines were not found. The reported complaint couldn't be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. The complaint related test is the cosmetic inspection performed at final inspection. The in-line optical inspection data shows the lens is within power specification; hence the lens meets the specified cosmetic requirements. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. The dfu states that prior to implanting, the lens package should be examined for iol type, power, proper configuration and expiration date. All pertinent information available to abbott medical optics has been submitted.